Event description:
A report was received that the patient persistently complained of postoperative leg pain. It was believed that the leg pain was procedure related. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). Model#: sc-4316, lot #: 16885062, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.